Event description:
It was reported that the pump battery was not charging because the tandem charging cable and wall adapter were damaged and no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to rely on pensticks if pump battery depleted before receiving replacements, and technical support arranged replacement of damaged charging supplies.